Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and while the reported inability removing the lock line could not be replicated in a testing environment, it was determined to be attributed to the observed knot on the lock line. The reported complete clip detachment was confirmed; however, the reported clip opened while locked could not be replicated in a testing environment due to the condition of the returned device. The returned device analysis observed tissue captured in the returned clip arms (atrial perforation) and that clip components had become detached (foreign body in patient) from the clip. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of atrial perforation and foreign body in patient, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The mitraclip system IFU indicates that lock line removal should occur prior to the delivery catheter shaft detachment. Based on the information reviewed and the evaluation of the returned device, it is possible that the end of the lock line became knotted during the unwrapping/removal process and therefore caused the inability to remove the lock line (user technique); however, a definitive cause for the knot could not be confirmed. However, the reported clip opened while locked and subsequent complete clip detachment are both procedural conditions of the user error in further retracting the lock line while there was difficulty retracting the lock line. Additional tension on the lock line while there is a knot present likely resulted in tension on the harness while the clip is implanted, and resulted in the opened clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed 30-day medwatch report, the following additional information was received: device analysis found tissue attached to the returned device. The customer reported that the tissue at the clip arms was suspected to have come from the septum since tissue damage was observed under echo in the region of the fossa ovalis. The returned device analysis also noted that the lock line was cut, which was confirmed by the customer. Reportedly, during retraction of the clip delivery system, a lot of tension was felt, so the lock line was cut when the mitraclip was in the vena cava. Additionally, returned device analysis found pieces of the device were missing; however, the customer reported that nothing was missing when the device was removed from the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the clip opening and completely detaching from the mitral valve leaflets during attempted removal of the lock line. It was reported that two mitraclips were deployed during an unproctored procedure. The third mitraclip was ready to be deployed. The lock line was retracted, but stopped after one of the free ends went into the lock lever. It was decided to deploy the clip and then remove the lock line. The clip was successfully deployed, but after 10 to 15 cm of lock line retraction, the clip opened to 120 degrees and detached from both leaflets. No leaflet injury was noted. The open clip was retracted to the guide and removed from the groin. Another mitraclip was deployed reducing the mitral regurgitation grade to less than 1 with a total of three clips. There were no adverse patient effects. No additional information was provided.